Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the door not fully latched alarm caused by a loose link screw. The link screws were replace to correct this condition.